Event description:
It was reported that a spectrum iq pump had volume test high and infused at a faster than intended rate (over-infusion). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'volume test high. Infusing too fast' was reproduced. The device was tested for flow rate accuracy testing, and it failed with an error percentage of (B)(4). A review of the event history log (ehl) revealed occurrences of infusions with recommended parameters. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel adjustment will be performed to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.